Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local and manufacturer operating procedures. A sister device from the same lot was tested and met all specifications. There was no report of device failure at the time of surgery.

Event description:
A (B)(6) year old male patient was diagnosed with esophageal adenocarcinoma on (B)(6) 2015. He had a partial esophagectomy on (B)(6) 2015 with acell psm device used as reinforcement. On(B)(6) 2015 he had a single contrast esophagram which was negative for a leak. On (B)(6) 2015 he had clinical evidence of a leak, and had a chest tube placed to drain any potential fluid. He also had a ng tube and a foley catheter replaced. The patient was discharged on (B)(6) 2015 and reported to be doing well.